Event description:
It was reported that it was discovered during a routine follow-up visit that the patient's ligaments had loosened. The surgeon elected to replace the tibial insert with a thicker one.

Manufacturer narrative:
The tibial insert was not returned to the manufacturer; consequently, no evaluation could be performed. Any new information that is received on this incident or patient condition will be submitted in a follow-up report.